Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had self test failed alarm. The customer¿s blood glucose level was 281 mg/dl. The customer reported that the self test failed alarm was recurring. It was reported that they had self test failed alarm during self test. The customer was advised to change the battery in the pump. The insulin pump will be returned for analysis.